Event description:
It was reported that after a spine surgery, the patient developed a methicillin-resistant staphylococcus aureus in an unknown location. It was also reported that the patient had inadequate stimulation and the ipg was not holding a charge. Additional information was received that patient has had a significant increase in pain and was provided with cyclobenzaprine for muscle relaxation.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a spine surgery, the patient developed a (B)(6) in an unknown location. It was also reported that the patient had inadequate stimulation and the ipg was not holding a charge.